Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk. The pump had a minor scratched display window, a scratched reservoir tube window, a cracked reservoir tube, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has to keep rewinding the insulin pump. Customer's blood glucose was 188 mg/dl. Customer was advised to disconnect from the pump. Customer stated that the pump was not dropped but the old tubing was used first. Customer stated that the drive support cap is protruded. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.